Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing an alert coming from their device. It was determined that an alert was triggered for the right ventricular (rv) lead due to high/undefined pacing impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.